Manufacturer narrative:
E1:name: medtronic minimed. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported on (B)(6) 2026 that the patient experienced high blood glucose level to 490 mg/dl and treated with correction bolus via insulin pump.